Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l2 due to primary osteoporosis (compression fracture). Intra-operatively, the cement leaked into the pedicle. The cement was stored at proper temperature before and during the procedure. (Below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use). Cement mixing time was 10 minutes. The cement condition were appropriate before being injected into the patient. The patient was asymptomatic. There was no delay in overall procedure time as a result of this event. There were no patient complications as the result of this event.